Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429678 lead, implanted: (B)(6) 2013; 5076-45 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that an interrogation showed the right atrial (ra) lead observed with p-wave undersensing. The ra lead remains in use. It was also showed that the right ventricular (rv) lead observed with t-wave oversensing (twos). The rv lead remains in use. No patient complications were reported as a result of this event.